Event description:
It was reported via repair work order that footboard had intermittent power due to malfunction footboard connector pins. It was further reported that unit would not go into brake from the foot end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.